Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture threshold measurements. Additionally, the patient had bradycardia as as result. The patient had their superior vena cava occluded, so a new system was implanted implanted on their right side. This rv lead along the previous pacemaker and right atrial (ra) lead were capped and surgically abandoned. No additional adverse patient effects were reported.